Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident.

Event description:
Consumer alleges her humidifier overheated damaging her carpeting and caused injury to her husband's arm while moving the unit outside.